Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support while performing a supply change and was unable to lock the cartridge into place. It was identified that the patient had been connecting the luer connector to the cartridge outside of the device. The agent provided education on the proper supply change procedure. The patient then attempted the process using a new pre-filled cartridge and was able to successfully lock the connector into place. The patient reported that blood glucose levels were not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.